Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reported the personal diabetes manager (pdm) will not hold a charge longer than half a day. The pdm turned off on the day of the medical event. The patient collapsed and was transported to the hospital by ambulance. The patient was treated with fluids and an insulin sliding scale at the hospital. The patient was discharged after 2-3 days.